Manufacturer narrative:
No further information has been reported or received at edwards concerning this event. New information will be reported if it becomes available. Prosthetic avalve endocarditis occurring early post op is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to endocarditis. Patient underwent a redo avr in (B)(6) 2012 also for endocarditis. No additional information received.